Event description:
While on the pt, in assist control mode, ventilator alarmed apnea and stopped ventilating pt. The pt was bagged unitl ventilator was changed. No harm was caused to the pt during the event.